Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information for further investigation was requested but not provided. An issue related pre-analytic sample handling issue is assumed to be a root cause as the alarm trace showed an abnormal aspiration alarm.

Manufacturer narrative:
This event occurred in (B)(4). Medwatch field phone number was provided as (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tina-quant cystatin c gen.2 (cysc) on a c502 analyzer. The sample initially resulted as 0.00 mg/l and this value was reported outside of the laboratory. The clinician expected a value between 1 and 2 mg/l, so the sample was repeated. The repeat result was 2.27 mg/l on 07/18/2016. The sample was tested in a microcup. The patient was not adversely affected. The cysc reagent lot number was 139672. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The field service engineer examined the instrument and found one syringe to be loose. The washing unit and gear pump pressure were found to be ok.